Event description:
Caller states the pt tested 3.6 inr and 1.4 inr on the coaguchek xs system during duplicate testing. Coumadin remained unchanged, due to 1.4 inr result. No adverse event reported. Requested return of suspect system and replacement was sent.